Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
After the immediate extraction of the tooth in ada site 3, the clinician placed an implant which failed to stabilize upon insertion. Another implant was not successfully placed in the same site on the same day. A bone graft was placed. Clinician reports an infection. There were no reported complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
After the immediate extraction of the tooth in ada site 3, the clinician placed an implant which failed to stabilize upon insertion. Another implant was not successfully placed in the same site on the same day. A bone graft was placed. Clinician reports an infection. There were no reported complications.